Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were trying to charge their implant for the first time and they needed help connecting again. Patient stated they tried to call their representative all day but the representative was not available yet. Agent walked patient through how to connect the handset and recharger to the implant. Patient was able to connect and charge with excellent connection. The troubleshooting steps that were taken on the call resolved the issue. During the call today, pt stated they felt a jolt from their implant.